Event description:
It was reported that pump touchscreen was cracked and shattered, making display illegible and touchscreen unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.